Manufacturer narrative:
(B)(4).

Event description:
Performance data was reviewed. A transmitter battery issue was not found within the investigation window. The allegation is undetermined. However, signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient's dexcom stopped giving readings because her transmitter already expired and she wasn't aware that the transmitter needed to be changed every 90 days. It is not clear if the cgm alerted for the transmitter expiration. After 6 hours of no readings, the patient passed out in the kitchen and her husband took her to their bed and after a few minutes, she woke up and sat on the couch but her husband noticed that she was incoherent. Her husband pricked her finger and almost no blood came out because she was dehydrated, on the husband's 4th attempt to draw blood, her bg reading was 400 mg/dl. He drove her to the emergency room and her husband told her that she passed out again in the car. She cannot remember the medications given to her at the hospital. The patient was discharged after 2 days. She said that after the said event, her speech had changed. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.